Event description:
It was reported an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. The patient declined troubleshooting on the occlusion issue as the pump was being replaced due to a cartridge alarm issue. No additional information was received regarding the outcome of the event.